Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range (oor) shock impedances, measuring greater than 125 ohms. A vector break down was performed, and it was determined that the impedances were oor when the proximal coil was used. Boston scientific technical services (ts) recommended reprogramming the patient to distal coil to can, as the impedances were within normal limits. This rv lead remains in service. No adverse patient effects were reported.